Event description:
Using intuitive davinci robotic cardiere forcep arm in patient abdomen when metal cable broke. Surgeon visualized abdomen and arm no metal fragments found. Broken arm was removed from abdomen. Defective equipment form filled out and defective arm placed in the defective equipment cabinet. I spoke with the circulator in the room. The cable on the arm snapped; no piece broke off. The arm/jaws were intact.